Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The manufacturer did not receive explanted devices or x-rays. The op report has been reviewed. It does not state any peculiarity related to a possible product failure. In this case, no implant was removed, but only the small fracture of the femoral head was treated with a cable. The lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. There is no evidence that product failure has lead to the alleged event. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. (B)(4).

Event description:
Per ae page: during the surgery, a "minor" fracture of the femoral neck (nondisplaced) occurred. Treatment was via a cable. No implants were removed and ae was resolved.